Event description:
It was reported that the patient experienced ineffective therapy and the ipg became inoperable due to failure to charge. As a result, the entire system was explanted via surgical intervention on (B)(6) 2025.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.